Manufacturer narrative:
The manufacturer's field service engineer (fse) evaluated the device while onsite and could not confirm the reported problem. The fse reported the touch screen did respond to touch and the detection of touch was off. The fse calibrated the touch screen to address the reported problem. No parts were replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen does not respond. The customer reported patient involvement and harm is unknown.